Event description:
On an unknown date, a patient in romania underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported that the patient experienced acute abdominal pain. Upon examination by their gastroenterologist, it was discovered that the patient experienced intussusception of the small intestine, jejunum. The device has been explanted and will be replaced at a later date.

Manufacturer narrative:
D.6a: partial implant date reported as (B)(6) 2024. D.6b: partial explant date reported as (B)(6) 2025. H6 code of e2402 was chosen to capture the event of an intussusception. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. An intussusception is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.